Event description:
Reporter indicated that a dell handheld computer's screen froze multiple times during interrogation. The issue was resolves by resetting the device. A new dell handheld computer is being shipped to the user. Product has been returned to the manufacturer and is pending analysis.